Event description:
(B)(4). When performing the hsg the doctor had to break through scar tissue that had formed on my cervix due to the ablation. It was painful at best and was told they were in place. However, my thyroid functioning had gotten worse, I have extreme joint and back pain. Pain in my pelvic region as well as a vibration feeling on my right side. My headaches got progressively worse to the point of imatrex prescription which is (B)(6) for 9 pills. I have since lost the desire to be intimate with my partner, scoliosis has advanced rapidly over the course of having this, my vision has gotten progressively worse, my vitamin d level has dropped to 16 as recently as a year ago.